Event description:
The customer reported erroneously low thyroid-stimulating hormone (tsh) result, for one pt, involving unicel dxi 600 access immunoassay system. Subsequent testing on an alternate access 2 immunoassay system produced a result within normal clinical range. The erroneous result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2010. The fse performed a routine system check and high sensitivity (hs) system check, which passed within specifications. The fse re-calibrated the assay and performed quality control (qc). No issues were noted. The fse performed a 20-replicate precision test on each reagent pipettor - all results were within acceptable limits. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.